Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. There is no data prior to three years ago so it is unknown if there has been a gradual rise in low voltage shock impedance (lvsi) measurements. However, the data does show that lvsi has averaged approximately 100 ohms for the past three years. The system remains in service and no adverse patient effects were reported.